Event description:
It was reported from the us that during an orthopedic initial implant surgical procedure the acetabular reamer broke. The agent was present at the time of surgery. The welding broke and the cross bar snapped off the cup reamer. The reamer and cross bar were completely removed, no pieces were left in patient. There was no surgical delay. The agency is inactive and no further information can be obtained on this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The actual device was returned for analysis. Eng eval completed on 10/03/2018 by mb. The broken welds were photographed and appear to be consistent with excess torque being applied eventually leading the handle attached of the reamer to break off from the blades. This event is very low on the frequency of occurrence ranking scale; therefore, this issue does not appear to be a design related issue. This manufacturing lot number has been in the field for at least 10 years and this issue does not appear to be manufacturing related. The acetabular reamer is used in total hip surgeries, sales data for the acetabular shell was used to calculate approximate complaint occurrence rate of <1.5%. Exactech is not aware of any complaints involving components from this manufacturing lot. The 4-digit manufacturing number engraved on the instruments identifies this part was made prior to 2009. The broken weld reported is likely the result of excess torque being applied when using the reamer handle eventually breaking the weld. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. According to information contained in the operative technical guide (op-tech-guide #711-02-32) the handle is assembled first before use, indicated at the point of the cross bar weld break, the cross bar would have remained attached to the reamer handle. Assemble the acetabular reamer handle, straight, into the power source. Assemble a hemispherical acetabular reamer 4 to 6mm smaller than the size templated onto the reamer handle. The acetabular reamer selected for initial reaming is typically 4 to 6mm smaller than the size templated. Acetabular reamers are designed to match the hemispherical shape of the corresponding implant. Reaming depth is to the edge of the opening in the reamer basket. An initial reaming may be directed more medially, but subsequent reaming should be done in 45 degrees of abduction and 20 degrees of forward flexion (anteversion). IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. No pieces were left in the patient. An investigation was conducted; the broken weld reported is likely the result of excess torque being applied when using the reamer handle eventually breaking the weld.